Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that, as received, a partial lead (only connector portion) was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 5.2cm to 5.3cm from the connector pin. The abrasion was consistent with friction to the device can.